Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for scheduled system implant. Lead was implanted and normal electrical measurements were observed. During the procedure and following lead implant, physician noted that the helix had bent by 90 degrees although normal electrical measurements were still observed. It was noted that the lead was not bent out of place prior to implant. Physician forcefully removed the lead and straightened out the helix in the process. Lead was explanted and replaced. Patient was stable post-procedure.